Event description:
The customer reported experiencing high blood glucose for the past two days, and then the customer was hospitalized. The customer was disconnected from the insulin pump and received an insulin drip. The customer stated that her doctor recommended having the insulin pump replaced. The customer's most recent glucose reading was 379 mg/dl. The customer returned home and was ready to resume the insulin pump therapy, but she is concerned because of the previous high blood glucose. The customer stated that she believes the insulin pump was not functioning properly. Advised the customer to change the infusion set and reservoir and call us back if issues recurred. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.